Event description:
It was reported that during a patellar tendon plasty when pulling the suture one of them breaks and the other one got rid of the anchor, the anchor sutures were used. Doctor could not removed the bone material so it was left inside the patient bone. No further complications were reported. The procedure was completed with a backup device and no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h: the reported 5.5 twinfix ti anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, one leg of suture broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the suture during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.